Manufacturer narrative:
Investigation conclusion: retention and returned products were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (212.6iu/ml, 215.2iu/ml, 203.5iu/ml). All devices showed positive results at read time and met quality control specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The reported complaint could not be replicated with either returned or retention product. Product performed as expected. This issue will continue to be monitored through incoming complaints. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported the event on behalf of the customer. The customer alleged receiving a false negative hcg result using a henry schein hcg dipstick. No information on confirmatory testing provided. Although requested, no additional information provided.